Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as multiple hardware. The fse decontaminated the ise, replenished the mid standard and reference reagents, and replaced the buffer valves, reference valve, reference electrode, and ise tubing which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for ion-selective electrolytes (ise), including sodium (na), chloride (cl) and potassium (k), and quality control (qc) issues on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.